Event description:
Very high jacket retraction was encountered. The graft limb was unable to achieve a seal. A stent implantation was necessary to achieve a seal. No further interventions required and case completed successfully.